Manufacturer narrative:
Evaluation summary: product history records were reviewed and documentation indicated the product met release criteria; the lens remains implanted. The file indicated the use of a cartridge and a handpiece. Specific models were not provided. Product history records could not be reviewed for the cartridge and handpiece lot because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was received. (B)(4).

Event description:
A surgeon reported an unexpected refractive outcome following an intraocular lens (iol) implant procedures. The surgeon also reported that postoperatively, the lends rotated and was off axis by 15 degrees. The surgeon performed an additional procedure to realign the lens, but there was no improvement in the result. The surgeon reported she recalculated the measurements and the correct iol was used. The surgeon stated she has managed to flip the patient's axis and leave her with +2.00 astigmatism in the opposing plane. The surgeon also noted that the patient has some corneal surface disease and has treated it more aggressively, but there has been no improvement.